Manufacturer narrative:
The customer stated that he used alcohol products prior to testing instead of washing his hands. As per contour next link 2.4 blood glucose monitoring system user guide, "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 341 mg/dl at 5:00 a.m. And 101 mg/dl at 5:01 a.m. On the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0bpeg12a using a blood sample, which gave a satisfactory performance.